Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site had left their system unplugged for an extended period of time over the weekend and when they went to use it in a case, they were unable to power on the system. After charging the imaging system for "some time" the system did power on and the site was able to use the system for one surgical case. However, after leaving the operating room (or), the system powered off. The site connected the system to wall power, however, the system would not power on and the red battery indicator light was flashing on the image acquisition system (ias). No patient was present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000163. Product ID: bi71000162. Product ID: bi71000163. Product ID: bi710001630. H3: the system was serviced in the field, and upon arrival, one pair of batteries in tray 8 was not able to hold a charge. The tray was replaced. Performance was verified and the system was returned to regular intended use. Codes b01, c02, d02 are applicable to this analysis. H6: multiple fdd/annex a codes were reported. A110201 was coded for the system powering off. A070803 was coded for the system not being able to be turned on. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.